Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this integrated programmer had a frozen screen. Recycling power resolved the issue and brought up the main screen. This programmer remains in service. There was no patient involvement reported.